Event description:
It was reported that on the mx450 monitor a red alarm for desat occurred and reset itself without any interaction. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.